Event description:
Resident placed on mesh sling, hooked to lift through metal bars inserted in a cloth sleeve. Lift pumped to its highest point without incident. In process of turning resident to position into the chair, one hook at the hip let loose. Resident slid from sling, head first, hitting the floor.